Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while setting the ipg into MRI mode (related manufacturer reference number 1627487-2019-12688, 3006705815-2019-04412), patient experienced left leg paralysis. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the entire system was explanted. The issue was resolved.